Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had poor image quality. The issue occurred during a therapeutic ureteral stone removal procedure and the procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that the camera head had poor image quality. The issue occurred during a therapeutic ureteral stone removal procedure and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: the water tightness is lost, 2 defects in the pixels and stripes, and the image orientation was incorrect. Based on the results of the investigation, it is likely that the following led to the malfunction: it is probable that due to a damaged cable unit and a worn-out camera there was poor image quality. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.